Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving inaccurate high readings. The pt felt that the subject meter was reading inaccurately high on the mornings of three days earlier and event date, as her blood glucose is usually between "4.9-6.2 mmol/l." On july 28, 2008, this medical affairs specialist received answers to the follow-up questions sent to lifescan. At 6:50am on three days prior to event date, the pt reportedly tested her blood glucose 5 times. When the pt first tested her blood glucose, the meter gave her a reading of "28 mmol/l." Her fifth blood glucose reading was "9.6 mmol/l." Based on the fifth reading, the pt took 5 units of novo rapid insulin per the sliding scale at 7:15am. The pt had no symptoms at the time of concern. Reportedly, the pt is asymptomatic "even when her blood glucose is very low (gave an example of a time she was 1.9 mmol/l). At other times, she reportedly experienced symptoms when her blood glucose is below "4 mmol/l." The pt stated that she did not eat immediately after taking the insulin on that day, as she knows how long it takes for the insulin to react in her body. The pt admitted that she does not usually eat breakfast immediately after taking her morning insulin. The pt normally takes insulin at home, drives to work (20 minutes), and eats breakfast there. Reportedly, her doctor is in approval with how she normally takes her insulin and food. At around 7:50 am, she reportedly started to experience symptoms of sweating profusely and was reportedly feeling confused. She went to eat breakfast. The pt did not test on the subject when she had the reported symptoms. The pt ate toast and drank a soda pop. The reported symptoms lasted approx 1 hour, which is allegedly long for her. The pt believes that the reaction still should not have occurred so fast, unless her blood glucose had been low before taking the insulin. The events on event day are very similar to those of three days earlier. She tested her blood glucose at home at around 7am, and obtained numerous high readings (14-15 mmol/l). The last result obtained was 12 mmol/l, for which she took 5u of rapid. She drove to work, but this time, ate breakfast right away (toast and coffee) at 7:45am. Later on at 9am, she claimed, she started to sweat and reportedly knew that she "was having another insulin reaction." (It is unk what the "insulin reaction" was). She drank some pop and the symptoms abated quickly within minutes. The pt's diabetes medical regimen and testing frequency has not changed prior to and after the reported incidents. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were not confirmed in the meter's memory. This complaint is being reported because the pt claimed she had symptoms that are suggestive of severe hypoglycemia after she took insulin based on elevated readings obtained on the subject meter. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.